Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (lad) artery with 100% stenosis and without calcification or tortuosity. Pre-dilatation was performed using a semi-compliant balloon. The 3.0x38mm xience alpine stent delivery system (sds) was implanted at 16 atmospheres (atms), however, fluoroscopy showed a distal edge dissection post deployment. Another 3.0x18mm xience alpine stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.